Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, had the drawer 5.1 was not detected on bus and drawer 7.1 was failed to stay closed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the customer had experienced issues with a drawer failure. Then the fse remoted into the station and rebooted the device. A field service engineer cleared the firmware issue, after which the pharmacy was able to manually recover the remaining failures. The system functioned as intended after the field service engineer resolved the issue.